Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned balloon catheter found blood in the loosely folded balloon and contrast in the inflation lumen, consistent with preparation and a rupture during use in the patient anatomy. There was a longitudinal rupture in the balloon 1.5 millimeters distal to the distal balloon marker, and extending proximally, for an entire length of 1.4 centimeters confirming the reported balloon rupture. There were no scratches found on the balloon. Factors that can contribute to balloon ruptures include, but are not limited to, balloon damage during manufacturing, weak materials, excessively applied pressure, or interactions with accessory devices, patient anatomy, and/or lesion calcification or tortuosity. The scanning electron microscopy (sem) lab analysis noted the balloon failure may be attributed to a material/processing discrepancy initiating from the inner surface. Numerous areas of tearing at and near the rupture edge were observed on the balloon inner surface. Damage to the inner surface of the this type may be due to factors such as exposure conditions during the procedure, multiple inflations and/or high stress being applied to the balloon material or a material/processing discrepancy. There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. To ensure this type of damage is not a result of a potential manufacturing deficiency, all dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rated burst pressure (rbp) and balloon integrity. Reportedly, the balloon was inflated 5 times above rbp and ruptured during the sixth inflation below rbp. It should be noted the trek rx instructions for use (IFU) states: balloon pressure should not exceed rbp. Inflating the balloon above rbp can contribute to a balloon rupture. Based on the information obtained during the investigation, the cause of the balloon rupture was most likely due to multiple inflations at excessive pressure. The manufacturing records were reviewed and there were no nonconforming material records associated with this lot indicating that all lot acceptance testing met specifications. Additionally, a query of the complaint handling revealed no other similar incidents reported for balloon rupture for this lot indicating there is no indication of a lot specific product quality deficiency. Reportedly the balloon was not soaked prior to use. It should be noted the IFU states: submerge the balloon in the sterile heparinized normal saline during balloon preparation to activate the coating. Failure to soak the balloon prior to use can contribute to a balloon rupture; however, in this case, it was most likely due to multiple inflations above rbp so the failure to soak was probably not a contributing factor.

Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the mid left anterior descending artery with moderate calcification. The 2.0 x 15 mm trek balloon was advanced and inflated for pre-dilatation. The first five inflations were made at 14-18 atmospheres (atm), for 15 seconds; however, the balloon ruptured during the sixth inflation, at 12 atmospheres (atm), for 15 seconds. The device was removed without reported resistance. It was noted that the balloon was not soaked prior to use. A xience v stent was deployed and post-dilated to complete the procedure. There were no adverse patient effects. No additional information was provided.